Manufacturer narrative:
The investigation for sterile sleeve damage has been completed. The impella device was not returned for evaluation. The root cause of the sterile sleeve damage issue was most likely use related as it occurred during a repositioning event. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12573: d4 model number: e4 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 24-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella 5.5 sterile sleeve was torn away from the t-lock on both ends, distal to the patient and at the blue suture hub. The sleeve was torn during a repositioning attempt. The sleeve was covered with sterile dressing and will be monitored. There was no harm to the patient.